Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-03349 it was reported the patient experienced ineffective stimulation from the scs system. X-rays confirmed lead migration. Reprogramming was unable to resolve the issue. The patient was instructed to turn therapy off. The patient will undergo surgical intervention as the next course of action,

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-03349. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy resumed post-operative.